Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left femoral vein. A 10.0 x40, 135cm charger balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a 10x8 charger balloon. There were no patient complications reported.